Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to heart attack and high blood sugar on 17th. The customer's blood glucose was 73 mg/dl. The customer reported that they already troubleshoot last time and insulin pump was not working. The insulin pump will be returned for analysis.